Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" at time of event. Customer went to the emergency room. Customer was treated with saline intravenously, changed out their infusion set, and was released 7 hours later. Upon leaving the ER, customer was in stable condition and blood glucose was in the 200 mg/dl range. Customer reverted to an alternate method of insulin therapy.